Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed and would not open, user tried to recover but was unsuccessful after several attempts of troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.